Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, user reported a low blood glucose (bg) of 61 mg/dl after disconnecting to the ilet. The agent explained disconnection was unnecessary as the ilet automatically reduces insulin delivery in response to low bg. The user treated with glucose tablets, apple juice, and an ice cream bar. At call conclusion, bg had risen to 110 mg/dl, and user was reconnected to the ilet. The user's lowest blood glucose (bg) recorded was 61 mg/dl. Bg was corrected with fast-acting carbohydrates. The ilet alerted for low bg. No outside assistance or medical intervention was required. The user's symptom reported was shakiness during the event at the time of call.